Event description:
It was reported that pump experienced malfunction with malfunction alarm displayed. There was no adverse impact to the customer's blood glucose level. Caller had not previously reset pump for this malfunction and did not have charger available to perform reset at time of call, so technical support planned to provide pump reset instructions when caller called back, and patient was instructed to follow up.